Event description:
It was reported a kinked pigtail of this ureteral stent in the renal pelvis hindered removal. An open procedure was successful fot stent removal. The device has not been received for evaluation. Therefore, no failure analysis was available. F/u indicated the pt's anatomical structure, a narrow ureter, contributed to this event. Therefore, co does not attribute this event to the device.

Manufacturer narrative:
A portion of the device was received, evaluated and retained by this MFR. The engineering evaluation indicated approx. 35cm of the proximal portion of the stent was returned. The distal pigtail was missing and not returned for evaluation. The area of separation appeared to have been cut. The proximal pigtail was malformed and no longer in the coiled position. The extrusion was slightly wrinkled/crumpled in several locations. Follow up indicated the patient presented with a narrow ureter. Therefore, patient anatomy may have contributed to the kinked stent which hindered removal. Therefore, co does not attribute this event to the device. F11 - date MFR initially forwarded report to FDA.